Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer evaluated the instrument and found the vacuum chamber and differential waste chamber vc7 overflowing. The overflow of vc7 and leak caused an instrument lockup. The fse found and replaced pinch valve pv40 which had evidence of damage from an old leak. There were no further issues observed. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as approximately one half cup of cleaner under the instrument. The leak was not contained. The instrument was in the diluting mode and could not be used. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves and a lab coat when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.